Event description:
Information was received from the physician on (B)(4) 2013 which indicated that the patient experienced a staph infection shortly after implant surgery in (B)(6) 2010. The patient was hospitalized for the staph infection at the incision site and went home after several days on bactrim. No other information was provided. Review of the manufacturer's records confirmed sterilization of both the implanted lead and generator prior to distribution.

Event description:
Follow up with the physician's office found that after the implant surgery on (B)(6) 2010, the patient was next seen on (B)(6) 2010. The infection occurred during the post-op period somewhere in between this time. It was stated that as there were no notes of an office visit within this time-frame, the patient must have been seen by the hospital or emergency room for the infection. It was stated that per the notes, the patient required hospitalization for the staph infection of the incision. It was unknown which incision this refers to and if any cultures were taken to confirm. As the patient was treated with bactrim, it was said that this means the patient must have had an IV and antibiotics. No other information was provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.